Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that there was a poly and liner exchange due to x rays showing the femoral head was articulating superior. After exposing the acetabulum it was evident there was some unusual wear patterns on the poly. After further investigation it seems that the liner was not properly inserted in the pinnacle cup. No issues were found with the locking mechanism of the cup. New liner was inserted. Femoral head shows audible wear from rubbing on the acetabular rim. Surgical time was not extended. Products will be returned. No further information is available. The product was returned to depuy synthes for evaluation. Visual inspection revealed the following conditions on the altrx neut 28idx46od surface: 1) wear patterns on overall surface, 2) one ard fractured, 3) device deformed, and 4) extraction patterns on the edge of device. Although there is no certainty what condition happened first, and there is no root cause established for the fractured and deformation of the device, the reported allegation can be confirmed as a fracture on the anti-rotational mechanism can be one of many factors that could have led to a dissociation condition between the altrx neut 28idx46od and unknown hip acetabular cup. Furthermore, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, patient changes over time and the extraction procedure. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the altrx neut 28idx46od would contribute to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device j29w13 number, and no non-conformances nor manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device j29w13 number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a poly and liner exchange due to x rays showing the femoral head was articulating superior. After exposing the acetabulum it was evident there was some unusual wear patterns on the poly. After further investigation it seems that the liner was not properly inserted in the pinnacle cup. No issues were found with the locking mechanism of the cup. New liner was inserted. Femoral head shows audible wear from rubbing on the acetabular rim. Surgical time was not extended. Products will be returned. No further information is available. Doi: unknown. Dor: (B)(6) 2024. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.